Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 400 mg/dl. Reportedly, the customer is unsure of the cause of the elevated bg level; however, it was noted that during a supply change at 12:00 a.m., the customer observed a drop of insulin after priming the tubing for 30 units. Reportedly, the customer normally observes a drip after about 20 units. Due to the abnormality, the customer discarded all supplies and began a new supply change. When the customer woke up, he was experiencing elevated bg levels and attempted to resolve them by delivering boluses all day. However, the customer was unable to stabilize them. The customer administered manual injections and reported bg levels began stabilizing.